Event description:
It was reported that the patient's implanted device alerted due to low atrial amplitude. The device had a fixed sensitivity programmed at 0.75 mv and there was some undersensing of p-waves, followed by atrial pacing with non-capture, likely due to falling in the atrial refractory period. Technical services recommended further review with a programmer to assess the atrial lead. The lead remains in service at this time and no adverse patient effects were reported.